Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified right popliteal artery. A 4.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.